Event description:
The unit was overdelivered by 90 ml on station #2 before an alarm was set. The user did not know what alarm was aet when it overdelivered by 90 ml. There was no pt involvement. The unit was swapped out.